Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use with a patient, immediately after connecting the blood transfusion set to the blood bag, a leak of blood was observed at the y-site where the tubing connects to the drip chamber. The device was discontinued from use. The incident occurred in a hospital setting, involved a patient, and resulted in no harm.